Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she had an"electric shock" issue from her freestyle libre reader. Customer further reported that her reader "sparked like electricity." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation was performed on the returned reader ((B)(4)). Visual inspection was performed on the returned reader, usb cable, and adapter and no issues were observed. The reader¿s battery voltage was within specification and the reader was able to power on with button press, strip insertion, and with the usb charging cable. The reader¿s off-current and on current were within specification, which indicates that the reader was not drawing excess amount of current. The voltage produced by the reader is not enough to cause any kind of electrical shock or spark. Since no signs of burn marks were observed on the reader, charging cable, or adapter, this issue is not confirmed. No malfunction or product deficiency was identified.

Event description:
Customer reported that she had an "electric shock" issue from her freestyle libre reader. Customer further reported that her reader "sparked like electricity." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader was de-cased and a visual inspection was performed on the printed circuit board assembly (pcba), no evidence of electric shock was observed. No malfunction or product deficiency was identified.

Event description:
Customer reported that she had an "electric shock" issue from her freestyle libre reader. Customer further reported that her reader "sparked like electricity." There was no report of death, serious injury, or mistreatment associated with this event.